Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 on the home choice (hc). The home patient (hp) asked to end therapy stating she had a system error, but did not know the system error number. The hp found that one of her lines became disconnected. The technical service representative (tsr) instructed the hp to close all clamps then cycle the machine. When the hc came back on the tsr had the hp cycle the machine twice. The tsr assisted the hp to review the alarm log. The tsr discovered a system error 2240. The tsr assisted the hp to end therapy. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the system error 2240. The hp stated she did not connect the bag all the way and the line disconnected. The hp stated she continued therapy with manual supplies and resumed therapy the following day on the cycler. The hp stated she followed up with the peritoneal dialysis nurse (pdn) regarding the alarm. The hp stated she was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the most likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. The hp found that one of her lines became disconnected. The hp stated she did not connect the bag all the way and the line disconnected. The instructions are accurate and sufficient. No issues identified with the product labeling that would contribute to the reported problem.